Manufacturer narrative:
Reported event an event regarding user error incorrectly sized implant involving a ceramic head was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
That after performing the final trial with a 28 mm 4 mm head and deciding the implant, sr accidentally opened the 32 mm 4 mm implant. After the procedure, x-ray revealed that the inner diameter of the cup and the diameter of the head did not match. So 32 mm 4 mm was revised to 28 mm 4 mm. Update: the primary implantation took place the same day as the revision. The patient was not taken off of anesthesia and then put back under anesthesia.